Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 3.0 inr/2.3 inr, 4.0 inr/2.8 inr, 3.8 inr/2.9 inr, 4.5 inr/3.4 inr no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.